Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted november 26, 2018.

Event description:
Per the clinic:, a tip fold-over was detected at post operative CT scan on (B)(6) 2018. After post op CT scan it was clear that the electrode was wrongly placed in the first basal turn. The device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is filed on february 14, 2019.